Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure wherein the ipg was moved from midline to patients left flank for comfort. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an ipg pocket revision procedure.